Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker's (lp) remaining battery longevity was lower than expected. No changes or interventions were performed. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of shorter battery longevity was confirmed. The reported projected remaining longevity for the leadless pacemaker (lp) is as-expected. There is no evidence of any issue with the lp.